Manufacturer narrative:
Internal blood leak can occur due to damage in the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
The customer complaints blood leak during treatment. The blood los was ca 300 ml. No patient harm and no medical intervention was necessary.